Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked from an unspecified location. This was described as ¿in the morning the machine was completely wet¿. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. Renal therapy services discussed the use of continuous ambulatory peritoneal dialysis with the home patient (hp) and advised the hp to contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.